Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Bone quality was not reported. The oral hygiene around the implant was moderate. Periodontal disease was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.